Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 68 mg/dl. Food and insulin were used to elevate the bg to 170 mg/dl. The customer did not know the cause of the low bg. As the event had occurred in the past, tandem technical support advised the customer to discuss the low bg with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level was not confirmed on (B)(6)2017. User made bolus requests without entering current bg level and still having insulin on board (iob). Two cartridge change sequences were conducted to resolve alarm 2 (occlusion alarm). There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop.